Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as burning, itchy, and red blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician provided care for the skin irritation. Follow up indicated that the skin irritation improved.